Event description:
It was reported during a da vinci si surgical procedure, one of the jaws on the maryland bipolar forceps instrument was not closing properly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering confirmed the customer reported failure mode. Evaluation found that the pitch cable is broken at the distal clevis hub, thus causing the issue experienced by the customer. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.